Event description:
Follow-up confirmed/revealed the patient's ipg was explanted and replaced due to it randomly shutting off. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Initial reporter (the reporter name was listed incorrectly on the initial report.) Initial reporter (further information was gathered via follow-up.)

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is in reference to a germany patient. It was reported the patient's ipg was explanted and replaced. The reason/further information related to the event is unconfirmed at this time.